Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day, the patient was treated with cephalotin (500 mg every 12 hours) for the peritonitis event. At the time of this report, the patient had not recovered from the event and pd therapy was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.